Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock. Review of the stored data noted there had been three episodes with noise this past year and this was the first with therapy. The physician performed isometrics and pocket manipulation and the noise was not reproduced. A boston scientific technical services consultant recommended additional troubleshooting and x-ray be performed. The consultant informed the caller that the only non-invasive solution would be to program to secondary vector. However, that is not an option due to poor sensing. The boston scientific sales representative stated the system will most likely be replaced at a later date. No adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock. Review of the stored data noted there had been three episodes with noise this past year and this was the first with therapy. The physician performed isometrics and pocket manipulation and the noise was not reproduced. A boston scientific technical services consultant recommended additional troubleshooting and x-ray be performed. The consultant informed the caller that the only non-invasive solution would be to program to secondary vector. However, that is not an option due to poor sensing. The boston scientific sales representative stated the system will most likely be replaced at a later date. No adverse patient effects were reported. It was reported that this device was explanted and returned for evaluation. Efforts to obtain additional explant details were unsuccessful. No additional adverse patient effects were reported. It was reported that the associated electrode was explanted at the revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient received an inappropriate shock. Review of the stored data noted there had been three episodes with noise this past year and this was the first with therapy. The physician performed isometrics and pocket manipulation and the noise was not reproduced. A boston scientific technical services consultant recommended additional troubleshooting and x-ray be performed. The consultant informed the caller that the only non-invasive solution would be to program to secondary vector. However, that is not an option due to poor sensing. The boston scientific sales representative stated the system will most likely be replaced at a later date. No adverse patient effects were reported. It was reported that this device was explanted and returned for evaluation. Efforts to obtain additional explant details were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient received an inappropriate shock. Review of the stored data noted there had been three episodes with noise this past year and this was the first with therapy. The physician performed isometrics and pocket manipulation and the noise was not reproduced. A boston scientific technical services consultant recommended additional troubleshooting and x-ray be performed. The consultant informed the caller that the only non-invasive solution would be to program to secondary vector. However, that is not an option due to poor sensing. The boston scientific sales representative stated the system will most likely be replaced at a later date. No adverse patient effects were reported. It was reported that this device was explanted and returned for evaluation. Efforts to obtain additional explant details were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.